Event description:
It was reported that the pump touch screen was flickering. Customer's blood glucose was approximately 300 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.